Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur: under possible adverse effects it states, "early or late postoperative infection and allergic reaction."

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to a superficial infection. No components were removed or replaced.